Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 had failed. A field service engineer (fse) checked the mapping and tested the drawer. The fse then called the technical support center (tsc) and had them open a secondary case, 6302957, to check the database and possibly something in the firmware. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie pocket malfunctioned. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no delay or adverse events or injuries reported due to this event.